Event description:
Mayfield skull clamp slipped during a pt procedure. A laceration occurred at the time of the event. Additional clinical info requested from reporting facility. (B)(4).

Manufacturer narrative:
The device involved in the reported incident is expected to be received for eval. An investigation has been initiated based upon the reported info.